Event description:
The customer reported a possible false negative result when testing a patient urine sample with the sure-vue serum/urine hcg-stat. The patient sample was tested on (B)(6) 2023 with the sure-vue serum/urine hcg-stat at the hospital; the result was negative. The patient subsequently performed a home pregnancy test on (B)(6) 2023 with a positive result. A quantitative serum hcg test was performed the same day, and the patient was determined to be 6-7 weeks pregnant. It is possible that, at the time of the initial testing, the concentration of hcg in the patient's urine was below the level of detection of the sure-vue serum/urine hcg-stat. However, as quantitative testing was not performed on (B)(6) 2023, this will conservatively be considered a false negative result. The patient was taking oral contraceptive pills and was using the contraceptive patch at the time of the potential false negative result, and these medications were not discontinued. Due to potential of these medications to harm the fetus, this event will be filed as an other serious (important medical events).